Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2016 and mesh was implanted. The patient reported experiencing daily urethra, vaginal, coccyx, legs pain, late complications due to erosion in the urethra, resulting in daily disability, in addition to a partial removal of the mesh and an exposed part in the urethra with graft of the urethra by martius flap. Branches always present in the holes obturators, pain aines, adductor, legs, healing still in progress. The patient further reported it is irreparable, have to live with sequelae. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.